Event description:
The customer reported that the system does not take any images and the monitor was black. The customer used a different c-arm on the case. No patient injury was reported.

Manufacturer narrative:
The ge service representative found that one of the pins in the interconnection was pushed in causing the problem. He pulled and secured the pin. The system boots up and operates error free, and with in specification.